Event description:
A malfunction was reported on a pump, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support assisted the caller with resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to resume using the pump independently. The customer was advised to call back if any malfunction code reappeared and acknowledged the instructions.